Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture due to high thresholds. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.